Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report.

Event description:
It was reported through a legal rep that allegedly, the pt underwent bilateral simultaneous total knee replacements. It is alleged that, sometime during 2009, the pt began experiencing significant pain in her knees, with her right knee being more painful than the left. On or about (B)(6) 2012, an x-ray was performed on her right knee. The doctor informed her that the scorpio implant was loose and that it needed to be replaced. On (B)(6) 2012, the patient underwent a revision right knee arthroplasty of the entire femoral and tibial components. Operative findings revealed a grossly loose tibial component with debonding of the cement from the component.